Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube and a missing end cap sticker.

Event description:
It was reported that the insulin pump had malfunctioned. When the customer tried priming the insulin pump, the entire insulin got completely pushed out of the reservoir. The customer's blood glucose was 202 mg/dl. Troubleshooting could not be performed because the customer had removed the battery out of the insulin pump. The customer stated that the motor slowed down and the numbers were ramping up on the screen. The drive support cap was recessed. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).